Event description:
The duett was deployed following an interventional procedure, via a 6 fr sheath in the right common femoral artery. During delivery of the procoagulant the balloon pulled out of the artery site. Following the deployment the pt experienced leg pain, numbness and absent pulses. An occlusion was confirmed via doppler. Treatment consisted of a surgical thrombectomy, and was successful. The event was resolved with no further complications.